Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced anemia. The lesion being treated in the index procedure was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion by implanting two (3.00x24mm & 2.50x24mm) taxus express2 study stents. At 427 days, after the index procedure, the pt had decreased hemoglobin with tarry stools and gastric mucosal bleeding. The pt was hospitalized and treated with a blood transfusion and medication along with termination or change of antiplatelet agents. In the opinion of the physician, the relationship of the anemia to the taxus stents is not related.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.